Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 174 mg/dl. Reportedly, the issue was resolved and the customer declined to perform further troubleshooting with tandem technical support.